Event description:
Customer reported receiving a motor error alarm multiple times during a bolus and noticed that the insulin pump was not delivering insulin. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 214 mg/dl and has treated with a shot. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.